Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional confirmed the telemetry issue was related to the monitor and not the device.

Manufacturer narrative:
Concomitant medical products: 37713 stim ipg, implanted: (B)(6) 2010; 407458 lead; 457453 lead, implanted: (B)(6) 2015; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission of the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The monitor and device remain in use. No patient complications have been reported as a result of this event.